Event description:
It was reported that the device touchscreen intermittently required multiple presses to respond, and the user inquired about adjusting touch sensitivity. Symptoms included delayed or unresponsive touch interaction with the device screen. Outcomes included no impact to blood glucose management and no medical intervention or hospitalization. Investigation included remote troubleshooting, confirmation that the screen and fingers were dry and the screen protector removed, verification that the display was not cracked, and a firmware update. Investigation of this case revealed no visible damage and no reproducible malfunction during the call, with functionality improved through software maintenance. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive but potentially related to software performance or intermittent interface responsiveness.